Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was in use, it was noted that air was coming out of the distal tip of the catheter approximately 30 seconds when starting the pump. A helium loss alarm was observed, and another attempt was made, but the balloon was unable to fill. As a result, the iab was removed and a second attempt was made with a new iab successfully. There was no report of patient complication or serious injury and death.

Event description:
It was reported that when the intra-aortic balloon (iab) was in use, it was noted that air was coming out of the distal tip of the catheter approximately 30 seconds when starting the pump. A helium loss alarm was observed, and another attempt was made, but the balloon was unable to fill. As a result, the iab was removed and a second attempt was made with a new iab successfully. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is confirmed. A broken central lumen was noted on the returned device during the complaint investigation. A break in the central lumen will result in a helium leak through lumen crossover. Additionally, a leak was noted from a damaged outer lumen but it cannot be determined when the damage occurred. The cause of the complaint is likely the broken central lumen. The root cause of the broken central lumen and outer lumen damage is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends. No further action required at this time.